Manufacturer narrative:
Film evaluation summary: the exact source and cause of the endoleak observed at the conclusion of the procedure could not be determined from the films provided. Angiograms during implant revealed that the endurant bifurcate was implanted just below the right renal artery. After the stent graft components were implanted, contrast injection showed widespread blush coming primarily from the level of the bifurcate flow divider as well as from just below the level of the contralateral gate. After the catheter injector was pulled back into the bifurcate aortic body, and after ballooning was performed across the gate, the similar level of contrast blush was observed during final angiogram. Although a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the endurant bifurcant was delivered via the right side and the endurant limb was delivered via the left side. During the final angiogram a perigraft blush was observed at the level of the contralateral limb of the main device. After ballooning with a reliant balloon for a second time, another angiogram was performed. The angiogram showed there was still an endoleak, either type iii or type IV. It was decided by the physician that the event was not resolved and to perform a follow up CT. As per the physician, the cause of the endoleak cannot be determined. It was noted that prior to the evar a procedure was performed to patch the left superficial femoral artery. No additional clinical sequelae were reported and the patient will be monitored by their physician.